Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. No adverse patient effects were reported. Technical services (ts) requested device data files. The device remains in service at this time.